Event description:
It was reported by the rep the device was used during a colon resection which occurred within the last month. It was reported the pt was readmitted due to a staple line leakage. A reoperation revealed anastomotic leakage. There is no further info known at this time. 10/26/1998- rep called with further info that the product was a cdh29. He spoke with the surgeon. Procedure was a total large bowel cholectomy, saving the pt's proximal rectum and anastomosising the iliem using a cdh 29. He tested the anastomosis by filling the abdomen with water and the bowel with air. He saw no air bubbles and completed the procedure. Ten to 14 days later, had to reoperate due to the leaking anastomosis. The pt was a cancer pt. The pt expired post-operatively. The rep states the surgeon does not think the instrumentation was to blame. Rep requests that the surgeon be called.